Event description:
It was initially reported that the patient was scheduled for a full revision due to unknown reason. Additional information was received that the patient had high impedance and that the generator was being replaced due to end of service. There were no x-rays taken and there was no reported manipulation or trauma. The patient had their generator and lead replaced. Good faith attempts for product return are in process.

Event description:
The explanted generator and lead were received on (B)(6) 2012. Product analysis for the generator was approved on (B)(6) 2012. The alleged end of service event was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis for the lead was approved on (B)(6) 2012. A small portion of the lead assembly (body) including the electrode section was not returned for analysis; therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.